Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt chromium metal liner has caused large amounts of toxic cobalt chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in her right leg; popping and clicking sound in her right hip, sensation that the pinnacle device is unstable and will give out on him, inability to walk moderate or long distances, inability to sleep on her right side without severe pain, inability to sit for moderate to long periods of time, metallosis, cobalt chromium metal toxicity, infection loss of consortium and other complications.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges dislocation with closed reduction. Updated patient's initials, and noted the patient's residence. Added patient's date of birth and added the firm name. Added account name/revision hospital. Added stem 157002090 lot # w4sfn1001.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.